Event description:
Damage to the pump housing and usb port was reported, causing it to shut down and leading to a high blood glucose level display for the customer. The customer managed the situation with a correction injection and did not need third-party assistance. Customer technical support decided to replace the pump, sending a replacement with updated software. They instructed the customer to put the malfunctioning pump into storage mode and return it within ten days. Customer reverted to an alternative method of insulin therapy.